Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via telephone call that the customer had hypoglycemic events that may have been related to insulin pump malfunction. The screen had displayed "continue priming" instead of going to the fixed prime and the blood glucose went low when this occurred. The blood glucose reading was 46 mg/dl. The customer had woken up on friday with a low blood glucose 40 mg/dl and treated with glucose tablets. The low blood glucose issue continued the following monday. The drive support cap appeared to be flush. The customer was treated at the emergency room and the blood glucose was brought up to 100 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk also, unable to perform the occlusion test, prime test and excessive no delivery test due to a33 alarm. However, the insulin pump received with operating currents within spec, passed a21 error test, self-test, and the displacement test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, scratched reservoir tube window and missing the end cap sticker.